Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined

Event description:
The user facility reported an 86-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Support was ongoing with suction and pulses lost on the impella accessed limb. The team sent the patient to interventional radiology for evaluation of the leg flow and had fem-fem bypass placed with regained flow and pulses by doppler. The pump remained on for support for one day and then care was withdrawn per family request.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿